Event description:
It was reported "there are more frequent types that the one way valve falls off from the outside of mask, therefore the oxygen is further diluted. Example after 1 to 2 uses".

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was used on a pt, however there was no report of harm to the pt. It was reported that the pts' height and weight would be difficult for them to obtain. Furthermore, they don't exactly how long the mask was being used on pts, but it was a very short time as they have only been using the masks for a few weeks. Additional pt/ event related info was requested on (B)(4) 2014, however it was stated, "I have contacted the customer regarding the info requested. They have indicated to me that there has been a separate report created for each of these incidents with more detail. However, they have chosen to summarize the info for the purpose of the product complaint form". An initial quality eval was performed on (B)(4) 2014. The complaint sample has been requested for eval. This complaint is being evaluated. This is the first complaint of this type received for this product. Based on this review, unable to determine if product meets specification. An investigation is required to determine if any further actions are required. This involves five pts with four different issues; a separate 3500a form has been completed for the other (6) cases. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.